Event description:
The customer reported that during patient use an 840 ventilator had an erratic graphic user interface (gui) display. The pt was removed from the ventilator and was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).